Event description:
It was reported that the stent partially deployed. A 5x40x120 epic stent was selected for an angioplasty procedure. During preparation, after the sterile packaging was opened, the physician observed that the stent had deployed by 5-6mm. The safety lock was in position, so the physician exchanged the partially deployed stent for a different device. The procedure was completed and no patient complications were reported.